Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, animal damage was reported. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. The guide instructs, in order to reduce this risk, the patient should not perform dialysis in the same room as pets or animals. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that there was a hole in the patient line during initial drain on the homechoice device. The patient was connected to the setup. It was determined during troubleshooting that a dog had bit a hole into the patient line. The patient stated that the homechoice had not alarmed. The patient had already ended therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.